Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated and exhibited intermittent output failure. The rate was fixed at 70 ppm and would not go to magnet mode.